Event description:
It was reported that the patient experienced hyperkalemia the day after the device implant procedure. Intervention was required and the patient was administered oral medication and remained hospitalized one additional day for monitoring. The patient's implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event. Patient is enrolled in the attain (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted: (B)(6) 2013; 4598 lead, implanted: (B)(6) 2013. (B)(4).